Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2011, a (B)(6) y/o, male patient with a bmi of 26.5, underwent implantation of a insert tibia logic ps sz5 13mm. On (B)(6) 2019, approximately 95 months post implant, the patient underwent revision due to mechanical loosening/ instability.

Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, instability, and component loosening as stated in the provided information. The loosening and osteolysis were likely the result of an insufficient bond between the implants and the bones and/or patient-related conditions. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, instability, and loosening could not be determined as the devices were not returned for evaluation, and images of the explanted devices/pre-revision radiographs were not provided.

Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to mechanical loosening of the tibial tray and/or femoral component and joint instability. However, this cannot be confirmed as the devices were not available for evaluation.